Manufacturer narrative:
Correction made to g3: date received by MFR: 7/23/2025 (previously submitted as 7/22/2025). Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed, and a broken occluder leg beneath the twist clamp causing the leak through the closed twist clamp was observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.